Event description:
This is a report by a consumer from the USA with supplemental information from the peritoneal dialysis nurse (pdn) of peritonitis in a patient coincident with dianeal 1.5% local ambuflex therapy. Initially the customer contacted baxter's technical service center to report having a system 2240 alarm with the homechoice (hc) machine during drain. The resolution to this reported condition was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (ps) contacted the peritoneal dialysis (pd) home patient (hp) to follow up on the homechoice alarm and during the conversation the hp stated she had peritonitis the previous week, but was doing better now. On (B)(6) 2011, ps received the following information during follow up with the patient's pdn. The pdn confirmed the report of peritonitis. It was not reported whether the patient was hospitalized. On an unreported date the patient began treatment with dianeal 1.5% local ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis. There was no exit site or tunnel infection associated with the peritonitis. The hp was treated with vancomycin and gentamicin (dose, route and frequencies not reported). The pdn reported that the hp has recovered from the peritonitis and stated that the cause was probably due to a break in aseptic technique. It was not reported if retraining was provided. The pdn stated that the cause of the peritonitis was not related to a baxter product or pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was opened to document a patient who developed peritonitis. No associated product malfunction was identified. Text for this complaint indicates the source of the complaint is possibly contamination of the fluid path due to possible touch contamination. The homechoice patient at home guide contains a warning cautioning users "contamination of any portion of the fluid path can result in peritonitis." And includes full technique instructions. Additionally the direction inserts for both product code (B)(4) and (B)(4), the codes likely involved in this case, contain the warning in bold type "use aseptic technique. Contamination of any portion of fluid path may result in peritonitis." Accordingly the possible use error described in this complaint are addressed by existing documentation root cause for the peritonitis according to complaint text was not certain due to insufficient information available. Since no sample was available for evaluation, any product root cause cannot be determined through sample inspection. A batch review was performed for potentially associated lot numbers : h11a13057, h10k05047, h11c16098, h11f07058, h11e19022, h11f28047 and transfer set (B)(4): h11f01101, h11h09050 with no defects noted. Since there is not enough information to determine any possible product failure source, no potential product causes can be listed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor these product lines for adverse trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.